Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day following implant, upon interrogation it was observed that the right atrial lead was not capturing the atrium but showing signals from the right ventricle. Dislodgement of the right atrial lead was confirmed. A procedure to reposition the lead was completed and the lead remained implanted. The patient was stable.